Event description:
As reported, during use the patella peg has fractured on the trial. There were no pieces of parts fell into the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Upon further investigation, information was reviewed, and it was noted that this case is a duplicate case; therefore, this case will be voided. The reported event of "patella peg has fractured on the trial. There were no pieces of parts fell into the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event". Furthermore, the reported device malfunction did not cause or contribute to serious deterioration in state of health or death and is not likely to cause or contribute to serious deterioration in state of health or death if the malfunction were to recur.